Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the partial hepatectomy procedure, the surgeon tried to close the jaw to clamp the tissue, however they could not close the jaws. The physician replaced the reload, however the same event occurred. The physician replaced with another reload and the firing was completed. No harm was caused to the patient.